Manufacturer narrative:
D4. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the holder separated from the needle of the straw. The event occurred on two devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the holder separated from the needle of the straw. The event occurred on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.